Event description:
Pressure channel p4 cannot be calibrated. During installation and again during inservice. P1 through p3 calibrate properly. Replacement input electronics ordered. Replacement input electronics received by "fse"-confirm inability to calibrate p4. Disconnect cable from original input box (with power on) and connect to replacement unit-p4 calibrates properly. Reconnect to original input box (with power on)-p4 now calibrates properly. All pressure channels calibrate properly. Left original customer unit installed.